Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on which firing did the event occur? Unknown. If this was a reload firing, were there any opening issues with previous firings? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Did the jaws eventually open? Unknown. What color cartridge was being used? Black. Was buttressing material being utilized? No. If yes, what product? The device was received for analysis with no visual non-conformances and with an ecr60t cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the surgeon could not open the device after she placed it in the trocar. Case completed with another device of the same product code. There were no patient consequences.